Event description:
It was reported that during an open sigmoid resection procedure, they did the distal stapling with a linear stapler and put the anvil from circular stapler into the proximal lumen of colon. Then they placed a purstring and tied the anvil. The assistant surgeon inserted the circular stapler through the distal stapleline and they could see the orange mark. They connected the anvil to the stapler and closed the instrument. When the surgeon was in green scale, he released the safety and fired the instrument. They heard no crunch. But they opened the instrument anyway and could see it did not cut and the staples were not formed correctly. It was almost impossible to remove the instrument. They called for a senior surgeon who closed the instrument and fired again. Then they heard the crunch and removed the instrument. It cut but it did not staple ok. They decided to resect this part of the bowel. They took a new linear stapler and a new same device and completed the case. They had to do a re-operation because they thought it was a leakage but it was no leakage as the stapleline was intact.

Manufacturer narrative:
Date sent: 12/04/2008. Information anticipated, but unavailable at this time.